Event description:
The customer reported a tear and/or separation in an IV set during an infusion in the ICU. The pt was being infused with IV fluids when the pump alarmed. The nurse went to address the alarm, opened up the channel and noticed that the fluid was leaking out of the tubing. The tubing and pump have been sequestered. No further pt/event information is available.

Manufacturer narrative:
(B)(4). Although requested, the set has bot been received. A follow-up report will be submitted with failure investigation results should the set be received for eval.